Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient present for follow up with episodes of non-sustained right ventricular over-sensing reported by the implantable cardioverter defibrillator. The episodes were attributed to the over-sensed noised caused by the left ventricular assist device. No interventions and no patient symptoms were reported. Further information was requested but not received. Further information was requested but not received.